Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that in 2007 the patient had a coma, slight heart attack and the patient¿s sugar levels were way too high. Interventions, drug or outcome were not reported. Further follow-up is being conducted. If additional information is received a follow-up report will be sent.